Event description:
Info received, indicates the brake will not hold.

Manufacturer narrative:
The technician found the stiffener plate was worn. He replaced the stiffener plate and adjusted the brake to repair the bed.